Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced hyperglycemia progressing to diabetic ketoacidosis following suspected insulin delivery failure associated with a leaking cartridge, with the caregiver observing wet housing and an insulin odor and noting multiple meal doses and potential maladjustment of meal dosing that could result in underdelivery. Symptoms included high blood glucose and diabetic ketoacidosis. Outcomes included hospitalization, transition to multiple daily injections, and a plan to retrain and potentially restart pump therapy. Investigation included customer care follow-up, user education on correct cartridge loading, verification of the reported cartridge lot, and collection of usage details. Investigation of this case revealed a suspected cartridge leak and potential user handling or process issues, with no device alerts reported. It was concluded that the event was consistent with inadequate insulin delivery due to a suspected leak and user technique factors, with retraining and consideration of device settings recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.